Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the right ventricular (rv) lead could not pass through the tricuspid valve into the right ventricle. After several repositioning attempts, the rv lead was found to have become dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event was unable to implant and lead dislodgment. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies. All tines were found to be intact.